Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an incorrect interpretation of a non-sustained ventricular tachycardia episode as sinus rhythm was noted. Reprogramming is anticipated to be performed at the patients follow-up to resolve the event. The patient was in stable condition.